Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. Manufacturer¿s field service engineer (fse) was dispatched to the site. The unit¿s front bezel was replaced to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The caller reported that the nav-ring was not working. There was no patient involvement.